Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Although it was not reproduced by the repair division based on the results of the investigation, the probable cause is likely the inside of the device could not be sufficiently exhausted and the internal temperature rose abnormally in the actual use environment of the user because of heavy dust and dirt adhering to the inside of the fan. This issue is addressed in the instructions for use (IFU): "clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating."

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem could not be confirmed and a conclusive root cause could not be determined. The device was "burned in" for more than 4 hours with no overheating observed. During evaluation, however, it was noted that heavy dust/debris in the ventilation fan was present and a loud clicking noise was generated by the fan.

Event description:
A user facility reported to olympus that the device was generating errors indicating the device was overheating. The problem reportedly was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.